Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a thermally reactive crystal, designator y4 from the digital pcb assembly. The customer received a replacement device.

Event description:
The customer reported that their device was not powering on when the on button was pressed. There was no patient use associated with the reported failure.